Event description:
It was reported that the smartpass (sp) feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be deactivated due to low amplitudes. Device data was sent to rhythmcare for review. Data review determined this s-ICD previously exhibited oversensing of noise during physical activity resulting in two inappropriate shocks. Rhythmcare discussed further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.